Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2481707 and 1863915. A search of the complaint database search finds one additional reported incidents against lot code 2217301 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2481707 and 1863915. A search of the complaint database search finds one additional reported incidents against lot code 2217301 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain and elevated levels of cobalt chromium levels in his blood. Update: 11/16/2012, medical records were received from legal. Records indicate that the patient has had a second surgery not previously noted. The patient was revised (B)(6) 2008 because of a loose femoral stem which has been added to this complaint.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain and elevated levels of cobalt chromium levels in his blood. Update: 11/16/2012 medical records were received from legal. Records indicate that the patient has had a second surgery not previously noted. The patient was revised (B)(6) 2008 because of a loose femoral stem which has been added to this complaint. Doi: (B)(6) 2007 dor: (B)(6) 2008 (left hip). The part/lot information for the femoral head is being corrected as the original head was removed with the loose stem and a different head was removed at the previously mention revision of (B)(6) 2011 for pain and elevated levels of cobalt chromium levels in his blood. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip), medical records attached. Ab 5-22-14. Wpc attached. A.b. / 5-22-14. September 8, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).